Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2018, clinical status assessment indicated that the patient's qualifying condition was stable angina. Prior to procedure, the patient was found to have evidences elevated biomarkers indicative of ischemia and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 75% stenosis and was 42 mm long with a reference vessel diameter of 3.5 mm. Target lesion was treated with pre-dilatation and placement of a 3.50 x 48 mm study stent. Following post-dilatation, residual stenosis was 0%. On the next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2019, the patient expired. No event has been reported that contributed to death. Per death certificate, the immediate cause of death was complications of coronary artery disease. In addition, the patient was noted to have acute non-st-elevation myocardial infarction (nstemi) during hospitalization.

Event description:
Evolve 48 clinical study. It was reported that the patient died. In (B)(6) 2018, clinical status assessment indicated that the patient's qualifying condition was stable angina. Prior to procedure, the patient was found to have evidences elevated biomarkers indicative of ischemia and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 75% stenosis and was 42 mm long with a reference vessel diameter of 3.5 mm. Target lesion was treated with pre-dilatation and placement of a 3.50 x 48 mm study stent. Following post-dilatation, residual stenosis was 0%. On the next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2019, the patient expired. No event has been reported that contributed to death. Per death certificate, the immediate cause of death was complications of coronary artery disease. In addition, the patient was noted to have acute non-st-elevation myocardial infarction (nstemi) during hospitalization. It was further reported that a non healing left below knee amputation incision, along with severe peripheral vascular disease (pvd) and gangrene was the documented cause of death.

Manufacturer narrative:
Device is a combination product.